Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) installed a new blender in lieu of reconditioning the blender to solve the oxygen output inaccuracies. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2015-00985. During the laboratory evaluation, the pst found that the actual o2% output of the epgs was lower than the set point. With the o2 set point at calibration flow and pressure, 100% o2 with 5 liters per minute (l/min) flow, the output as measured by an external o2 analyzer, was 87.1%. The specification of % o2 accuracy is ±3% of o2 at calibration flow and pressure. The pst slowed down the leak (refer to emdr #1828100-2015-00985) by wrapping tape around the air fitting but no rise in o2% occurred. The pst temporarily replaced the o2 sensor and software module but that did not improve the low o2 output. The product will be sent to service for further evaluation.

Event description:
The product surveillance technician (pst) reported that during testing of the device for emdr #1828100-2015-00985 at the service center, the oxygen (o2) output was 87.1% when the electronic patient gas system (epgs) setpoint was 100%. There was no patient involvement.